Event description:
It was reported that the pt's entire system was removed due to infection. The hcp indicated the pt was "compulsive with picking at the wound-uncontrolled". No specific symptoms were reported. No further outcome was reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.